Event description:
The pt's mother reported that her daughter went to her hcp on (B)(6) due to an infusion site infection that began on (B)(6). She was prescribed 21 ml of oral antibiotics twice a day. This was classified as a mrsa/mercer infection. She also stated that her daughter also suffers from eczema and has had a couple of site infections previously.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine the product condition. No review of qualification and sterilization records could be performed as no product lot number was reported. The omnipod user guide warns "to minimize the possibility of site infection, do not apply a pod w/o first using septic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and to deep sterile materials away from any possible germs," and "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."